Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during use that the mega 40cc intra aortic balloon (iab) had a gas loss and leak, blood in tubing alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h11 corrected fields: d1, d4 (catalog, model, UDI).

Event description:
N/a.

Manufacturer narrative:
Additional contact info:(B)(6). Updated fields: b4,d9,g3,g4,g6,h2,h3,h6(medical device problem code,type of investigation, investigation findings, investigation conclusions),h11. The patient needs to be treated with aortic balloon counterpulsation for heart failure. An aortic balloon counterpulsation catheter was implanted in the right inguinal artery and aortic balloon counterpulsation therapy was initiated. The aortic balloon counterpulsation therapy device triggered an alarm air leakage in the iab loop. After careful observation, it was found that the patient aortic balloon was bleeding. The treatment was stopped and the aortic balloon catheter was removed. After removal, it was found that the top of the catheter was ruptured. Throughout the process, the patient had no special discomfort.